Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed no activity outside normal use. On investigation, the pump powered on with the display fully illuminated and functional with no visible signs of damage, fading or discoloration. The pump was opened for further investigation and revealed the interior display components were in proper condition without damage or defect. Investigation was unable to duplicate the original complaint. On examination, the audio bolus button cover and plug were noted to be missing from the pump with the internal contact exposed. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the button. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Testing of the auditory alarm was not possible due to the missing audio bolus button.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).